Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The author has not provided additional information. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported perforation was not due to the malfunction of the device, but occurred as a general complications of the procedure.

Event description:
The following events were reported in world journal of gastroenterology (2019 february 14; 25(6): 644-743). Title: short- and long-term outcomes of endoscopically treated superficial non-ampullary duodenal epithelial tumors summary: investigation of endoscopic resections (ER) for superficial non-ampullary duodenal epithelial tumors (snadet) was performed between march 2004 and july 2017. The total number of patients were 131 with 147 snadets. The ratio of male to female was 72:28. The mean age of the patients was 64 years. Endoscopic mucosal resection (emr) was performed for 136 snadets and endoscopic submucosal dissection (esd) was performed for 11 snadets. During esd, kd-650l, kd-620lr and hot biopsy forceps were used. No adverse event was observed in the emr group, whereas one delayed bleeding, three intraoperative perforations and two delayed perforations were observed in esd group. One intraoperative perforation required surgery and two recovered with conservative treatment. It was reported that other delayed perforation and delayed bleeding were recovered with conservative treatment. This is the report regarding intraoperative perforation required surgery.